Event description:
Upon induction of anesthesia with narcotics and intubating pt successfully. Astiva anesthesia machine had gas leak in co2 canister drain plug. Requiring use of ambu bag for several mins until drain plug was identified and tightened. Previously report incident to MFR without reply.